Manufacturer narrative:
Trackwise (B)(4). Updated section: b5, g4, g7, h2, h6, h10, h11. Corrected section: h6-medical device ¿ problem code- corrected to (1454). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 to aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67/3221) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that towards the end of an evh case they noticed that the heating element split apart from the jaws of the hemopro tip. The silicone peeled from the jaws. No object fell into patient. They removed device and opened another device to finish case. They finished case with no complications. No injury.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that towards the end of an evh case they noticed that the heating element split apart from the jaws of the hemopro tip. They removed device and opened another device to finish case. She finished case with no complications.